Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm maryland bipolar forceps instrument to perform failure analysis. The instrument was visually inspected (internally and externally) with no issues to be identified. The instrument was placed on an in-house system where it passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was found. The complaint regarding broken cable was not confirmed by failure analysis.